Event description:
It was reported that the controller white button at the top of the controller went missing 3 days ago. The patient mentioned they needed cancelled the CT scan appointment to day because they couldn't turn off the stimulation. They also mentioned they had CT scan and they needed to turn off the stimulation because the stimulation was so bad when they lay down on the table. A replacement controller was sent out. Additional information was received from patient in a different call. Patient reported that about 6 months ago when they laid down on the table to have a CT scan the intensity of the stimulation was so bad. When they put a pressure on the recharger on their back they got shocked so bad that they couldn't lay down for 4-5 minutes. The patient just wanted to replace the controller so that they could turn off the stimulation and proceed with the CT scan. Agent tried to call back the patient to obtain the event date when they got shocked but routed to vm and agent left voicemail.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.